Event description:
A medtronic representative reported the wheel castor on the staff cart is sheared off. It is sheared off all the way to the bolt inside the cart. He stated that he secured the camera cart to the staff cart and they are stable. This alleged malfunction was reported outside the surgical arena and no patient was present.

Manufacturer narrative:
No patient was present at the time of alleged malfunction. The right front wheel castor was sheared off on site. Replacement of castor was not possible in the field. System shipped back to manufacturer for repair. Manufacturer repaired system and shipped back to customer (B)(4) 2012.